Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. It was noted that the patient was febrile with redness and opened wound noted at the device pocket due to infection. The physician stated that the infection was not related to abbotts' devices. The patient's pacemaker, the right atrial lead and the right ventricular leads were explanted due to the infection. The patient was stable throughout.